Event description:
It was reported that the patient presented for a procedure. Post procedure, it was observed via chest x-ray that the right atrial (ra) lead exhibited dislodgement. The ra lead was revised. The patient was stable throughout.